Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the affiliate.information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the device didn't work. The device cut but didn't staple. Unknown how case was completed. There were no adverse consequences for the patient. Additional information was requested, but no additional information is available.